Event description:
It was reported that a spectrum pump didn't recognize close and open door. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of 'door not sensing when it is closed or open' was not reproduced. A review of the event history log (ehl) revealed evidence of the reported 'door not sensing when it is closed' in the log as "shut door - power off". A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.